Event description:
Unomedical reference number (B)(4). Event occurred in netherlands. It was reported that patient faced four infusion set leak event on 25-jun-2024. The infusion set was in use for three days. No further information available

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 8021545-2024-02598 - device 2 of 4. E1: patient city:(B)(6).